Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-lead fixation; upn: m365db4600c0; model: db-4600c; serial: n/a; batch: 28953047. Product family: dbs-lead fixation; upn: m365db4605c0; model: db-4605c; serial: n/a; batch: 26931160.

Event description:
It was reported that the patient experienced lead migration. A post-operative magnetic resonance imaging (MRI) showed that the left lead was no longer in the proper location. The patient underwent a lead revision procedure. The lead, burr hole cover, and burr hole cap were explanted and replaced. The patient is doing well postoperatively.

Event description:
It was reported that the patient experienced lead migration. A post-operative magnetic resonance imaging (MRI) showed that the left lead was no longer in the proper location. The patient underwent a lead revision procedure. The lead, burr hole cover, and burr hole cap were explanted and replaced. The patient is doing well postoperatively.

Manufacturer narrative:
With all the available information, boston scientific concludes that the event of lead migration is a known risk associated with the use of deep brain stimulation, as documented in the instructions for use (IFU). The lead was not returned, as such physical analysis could not be conducted. The returned burr hole covers were analyzed and no anomalies were found during the visual examination. The returned burr hole cover cap db-4605c, lot: 26931160 was analyzed and it did not reveal any anomalies during the visual examination. The returned burr hole cover base and retainer clip db-4605c, lot: 28953047 were analyzed and they did not reveal any anomalies during the visual examination. A labeling review was performed for the devices and it did not reveal any anomalies as the IFU states that device related risks include: implanted device components (stimulator, lead, or extension) may move from original implanted location or wear through the skin, which may lead to the need for additional surgery. H3 other text : device was not recovered.